Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was unable to be duplicated. The device underwent leakage and hipot testing, ECG testing, shock tests, functional tests, and an internal inspection, all of which revealed no discrepancies. There was no fault found with the device. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device failed leakage current test. Complainant indicated that there was no patient involvement in the reported malfunction.